Event description:
The integra rep reported the following incident: a female pt injured her foot. After no success with conservative treatment, she agreed to have a surgery. During the surgical procedure, after a successful placement of a spin screw (12mm), a spin screw (13mm) shank snapped off prematurely, when the screw was approx 50% inserted into a 5th metatarsal spiral fracture. The surgeon continued with screw insertion, but after 1-2 half turns, the screw head snapped off the screw shaft. This required a complete removal of the screw shaft. A spin screw (11mm) was then applied and the physician was satisfied with the stability of the bone after this placement.